Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had been alarming with failed self test for the past 15 days. The patient's blood glucose at the time of incident was 125 mg/dl. Troubleshooting was initiated and it was determined that the device would be replaced. However, no products have been returned or replaced as of yet.

Manufacturer narrative:
The insulin pump alarmed rf pic failed during self-test due to faulty electrical component on the rf board. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.